Event description:
It was reported that the patient had a few episodes of hematuria without burning, urgency, retention or frequency post discharge. The site of bleeding was genitourinary. The issue resolved without any sequelae on the same day. The adverse event was considered to be not related to the heartmate 3 device or the procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported hematuria could not be conclusively established through this evaluation. The patient remains ongoing (B)(4) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.